Event description:
The customer observed false reactive architect hiv ag/ab combo results on one patient. The results provided were: sid (B)(6)initial=1.68 s/co (> or = 1.00 s/co=reactive) /repeated=1.50 s/co /repeated with new lot number of reagent 52378be00=0.33 s/co (< 1.00 s/co=nonreactive) there was no reported impact to patient management.

Manufacturer narrative:
The customer cleaned the pipettor probes but was unable to determine a single part the likely cause of the issue. No additional discrepant result issues have been reported since the service activity was completed. A specific cause(s) was not identified. The trend review by the product list number found no trends related to this issue.a review of the isr01672 service history was performed and no additional erratic results pre- or post the current complaint were identified. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of elevated concentration and erratic sample results.based on the investigation, no product deficiency was identified for architect i2000sr processing module serial number (B)(6).

Event description:
The customer observed false reactive architect hiv ag/ab combo results on one patient. The results provided were: sid: (B)(6), initial=1.68 s/co (> or = 1.00 s/co=reactive) /repeated=1.50 s/co /repeated with new lot number of reagent 52378be00=0.33 s/co (< 1.00 s/co=nonreactive) there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.